Event description:
Physician using introducer set-md was inserting guidewire in sheath & sheath was punctured through to the outside about midpoint of sheath. Physician felt product had a defect in sheath. Pt was xrayed for puncture areas in vessels & lungs. Xrays were negative.